Event description:
It was reported that the patient has not been using the spinal cord stimulator (scs) device as the ipg had to be charged frequently. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.